Manufacturer narrative:
It was reported on 04/04 that a dressing placed over the central line lifted off the skin shortly after application. Due to loss of adhesion, the central line site required re-cleaning and placement of a new sterile dressing. The initial dressing was discarded. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on 04/04 that a dressing placed over the central line lifted off the skin shortly after application. Due to loss of adhesion, the central line site required re-cleaning and placement of a new sterile dressing. The initial dressing was discarded.